Event description:
Customer stated that when they put pt on the board and turn it on the band compressed and then it did noting after that.

Manufacturer narrative:
Zoll has not received the product for evaluation and this complaint is still under investigation.